Manufacturer narrative:
(B)(4).

Event description:
It was reported that the gauge needle was stuck. The target lesion was located in the coronary artery. A 26 advantage balloon catheter inflation device was selected to inflate the concomitant device. During the procedure, the balloon was inflated at 16atm for 10 seconds. Subsequent inflations were at 20atm and 24atm. During deflation, the device was able to apply negative pressure; however, it was observed that the gauge needle was stuck at 24atm. The balloon was successfully deflated and was removed from the patient. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR.:the complaint device was returned for analysis. The unit was visually inspected and the gauge needle was reading 24atm. Functional test was done using a bsc stop cock. The device locking mechanism test was completed where the plunger handle is rotated to achieve 26atm¿s. The needle would show an increase in pressure; however, when pressure was released, the needle returned to 24atm. Gauge accuracy test observed the gauge was indicating 24atm. When pressure was applied to the encore device to have the gauge indicating 26atm, the pressure indicator read 224.7kpa. The gauge needle did not return to 0atm when pressure was released. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the gauge needle was stuck. The target lesion was located in the coronary artery. A 26 advantage balloon catheter inflation device was selected to inflate the concomitant device. During the procedure, the balloon was inflated at 16atm for 10 seconds. Subsequent inflations were at 20atm and 24atm. During deflation, the device was able to apply negative pressure; however, it was observed that the gauge needle was stuck at 24atm. The balloon was successfully deflated and was removed from the patient. No patient complications were reported and the patient's condition is good.